Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on return of the kit on (B)(6) 2012, it was noticed that the tip of matrix retaining sleeve was damaged. The threaded tip is slightly broken off. The thread had been stripped away. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The screw driver tip is indeed broken off at half turn of beginning of the thread. The observed damage seems to indicate that the prime lock was not completely engaged in the bone screw thread. This in combination of possible mechanical force (sideway) through soft positioning/ pushing may have led to the damage of the tip. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)